Event description:
Resident suffers from osteoporosis, arthritis and a paralyzed right arm; while on the miranti lift above the tub, the resident's paralyzed right arm slid off the side of her body and off the side of the stretcher. It is the belief of the staff that with the osteoporosis, the pt's bone could not handle the weight of her paralyzed arm.

Manufacturer narrative:
The evaluation of the device was performed by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer (arjohuntleigh service tech). While showing signs of wear and a part that was non-functioning, these had no direct effect on the incident that was reported. A review of the information provided shows that the resident's various medical conditions cause their arm to fall and break due to it not being able to bear its own weight. According to the section resident assessment, in the device's operating and product care instructions (04.ce.02), "the resident must be able to understand and respond to instructions to remain in a safe lying position on the stretcher or remain in such a position as a result of a limited physical capacity for movement. If a resident does not meet these criteria an alternative lift shall be used." This assessment is to take place prior to use. In this case, the manufacturer recommends that the facility reassess the resident's suitability for this lift. They suggest an alternative solution for using the lift with this pt, which is to attach the safety belt around the arm of the pt to restrict it from movement. The manufacturer will take no further actions except to note if any trends arise from future complaints of a similar nature.